Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08825 inches. Rewind functioned properly during testing. The insulin pump was monitored for two (2) days and no unexpected battery power loss noted. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, customer was hospitalized due to low blood glucose of 25 mg/dl. Customer reported that, her pump was not working. She said that it is doing the exact same thing the previous pump was doing, not rewinding. Significant events leading to hospitalization was noticed that she was getting extra insulin and she was filling res every day or every other day. Customer wearing the pump at time of hospitalization. Customer stated that there was a setting that was off and it was on and the insulin pump was working as designed at the time of the call. Did not want to do any troubleshooting with the insulin pump at the time of the call. The insulin pump will not be returned for analysis.